Event description:
It was reported that they were trying to rewarm a patient on an arctic sun device. They received an error message earlier about water flow and not being able to warm the patient, but they cleared the alert as the patient seemed to be warming at the time. Currently the patient temperature was at 34c, rewarm from 34.8c, water temperature was 31c, flow rate was 0.5lpm, inlet pressure was -6.9psi, pump hours were 1319 and system hours were 1396. Confirmed alert 113 (reduced water temperature control) in event log. Walked nurse through disconnecting and reconnecting the pads using proper technique including rotating the connections and connecting to different valve locations on the fluid delivery line. Nurse was unable to identify any bends, twists or kinks within the pads or tubing. Suggested replacing the pad. Called back an hour later. Nurse was on lunch. Spoke with receptionist. They replaced the pad. Flow was good and water temperature was increasing. They saved the pad for quality.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be "misconnection of supply and return lines". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "misconnection of supply and return lines". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to rewarm a patient on an arctic sun device. They received an error message earlier about water flow and not being able to warm the patient, but they cleared the alert as the patient seemed to be warming at the time. Currently the patient temperature was at 34c, rewarm from 34.8c, water temperature was 31c, flow rate was 0.5lpm, inlet pressure was -6.9psi, pump hours were 1319 and system hours were 1396. Confirmed alert 113 (reduced water temperature control) in event log. Walked nurse through disconnecting and reconnecting the pads using proper technique including rotating the connections and connecting to different valve locations on the fluid delivery line. Nurse was unable to identify any bends, twists or kinks within the pads or tubing. Suggested replacing the pad. Called back an hour later. Nurse was on lunch. Spoke with receptionist. They replaced the pad. Flow was good and water temperature was increasing. They saved the pad for quality.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to rewarm a patient on an arctic sun device. They received an error message earlier about water flow and not being able to warm the patient, but they cleared the alert as the patient seemed to be warming at the time. Currently the patient temperature was at 34c, rewarm from 34.8c, water temperature was 31c, flow rate was 0.5lpm, inlet pressure was -6.9psi, pump hours were 1319 and system hours were 1396. Confirmed alert 113 (reduced water temperature control) in event log . Walked nurse through disconnecting and reconnecting the pads using proper technique including rotating the connections and connecting to different valve locations on the fluid delivery line. Nurse was unable to identify any bends, twists or kinks within the pads or tubing. Suggested replacing the pad. Called back an hour later. Nurse was on lunch. Spoke with receptionist. They replaced the pad. Flow was good and water temperature was increasing. They saved the pad for quality.